Manufacturer narrative:
Other text: investigation completed on a smiths medical uid warming/level 1 hotline. Low flow systems - hl-90 unable to calibrate temperature was confirmed. The device was tested when powering on and adding water and temp check was isolated to pots on the pcb used to adjust the settings and calibrate are damaged. The physical condition of device on arrival revealed wear and tear along with damage to enclosure. Cracked cover tank, outdated pcb, power switch, and front cover. No action was taken to repair device as found do to age and condition related to care, the device will be scrapped.

Event description:
Investigation completed and summary in h 10.

Event description:
It was reported that the level 1 hotline low flow system was unable to calibrate the temperature. The device did not alarm. This product problem was observed during testing. There was no patient involvement.